Manufacturer narrative:
Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event. Device was not returned to manufacturer for evaluation. Therefore, we are unable to determine the cause of the event.

Event description:
Implant date: in 2006. It was reported that the patient underwent an open approach two level decompression/diskectomy and two level extra-cavity approach interbody fusion at l4-5 with boomerang construct and l5-s1 with a verte-stack crescent peek construct using infuse bone graft and local bone supplemented with legacy posterior fixation. A fluid collection contained within a pseudo-wall immediately lateral to the disc space and posterior to the interbody construct which was contiguous with the vertebral body reportedly formed 2.5 months post-op. The fluid collection was reported to have recurred as determined by MRI images at 5.5 months post-op. The patient continued complain of leg pain, and a surgical intervention was performed on at seven months post-op to aspirate the fluid collection under CT guidance. The fluid collection was subsequently noted to have fully resolved on MRI as 10 months later and confirmed by MRI in 2007. A solid fusion mass was noted via MRI the same month.